Event description:
The customer reported the system produced uncommanded x-rays. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn, as repair info is not available. This malfunction may have resulted in a possible accidental radiation occurrence.